Event description:
(B)(4). Initial report: this non-serious rumor case from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and add'l info rec'd on (B)(6) 2008, 06-oct-08 and 08-oct-08 respectively and were processed together. This case involves a pt (age, gender nos) who rec'd poly-l-lactic acid (sculptra) (dosage, therapy dates, and indication nos). Relevant medical history and concomitant medications were not reported. A consumer reports that she heard 5 pts were all injected on the same day (nos) with poly-l-lactic acid and all of them experienced jaw muscle rigidity for a few days. Event outcome is unk. Reporter's causality: not specified. This case is associated with cases: (B)(4). Add'l info rec'd on 18-nov-08: (B)(4). Addendum for follow-up info rec'd on 25-nov-08: since the reporter heard that 5 other people experienced the same jaw muscle rigidity as well, the pt promised to keep it a 'secret' so there is no possibility to contact them to collect more info. No add'l info will be provided or expected. Addendum for follow-up info rec'd on 29-dec-08 and 06-jan-09: it was reported date of adverse event onset was (B)(6) 2008. Poly-l-lactic acid treatment dates reported was on (B)(6) 2008.

Manufacturer narrative:
(B)(4) results were rec'd. The review of the device history report and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.